Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the ccd failure due to applying the unexpected external force by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the maintenance. The user also reported that the image of the subject device was flickered when it was jiggled. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and duplicated the reported phenomenon. Olympus (B)(4) found the ccd failure of the subject device which might have caused the reported phenomenon. There was no report of patient injury associated with this event.